Manufacturer narrative:
The icp express cable (ID 826636) was returned for evaluation. Device history record (DHR) ¿ the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - the cable was tested using an icp express and transducer simulator. When the cable was connected to the icp express and transducer, the icp express went into an error state and no longer functioned. The icp express stopped working. The cable was then inspected, and the sockets/pins were checked for continuity. One of the pins that should not have been active was, which is consistent with the reported short circuit. Root cause analysis - the cable failed during functional testing. A visual and functional test of the socket/pins was conducted and identified a failing pin, consistent with the reported short circuit. A potential cause of the failure may be related to damage incurred during handling, storage, and/or use.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, an icp cable (ID (B)(6) was with short circuit. As a result, a new cable from the same device was used to connect the icp monitor (ID (B)(6). No adverse consequences were reported; however, a 10-minute delay was noted.